Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that s1 lead migrated and l5 high impedance. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead migrated and possible fractured. Diagnostics showed the lead had high impedance. Patient denies any fall/trauma. Surgical intervention may take place at a later date.